Manufacturer narrative:
Pain, bruises including bleeding on the nipples are known side effects of natural breast feeding and are also known side effects of using a breast pump. The device has been designed according to safety standards and is safe to use when used according to the dfu. We have requested the device for analysis. Additional narrative supplemental submission september 27, 2018: upon further review of the case what was orginally referred to as inflammation of the breast has been replaced by infection based on the consumers complaint. Investigtion indicated that the device appeared to be in good condition and is performing according to specification. Pain and bruises on the nipples are a known side effect of natural breast feeding and is also a known side effect of using breast pumps. Breast infection is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. Corrected 07/09/2019- date received by manufacturer (field g4) was not updated per the previous supplmental. Follow up date received by manufacturer corrected to september 11, 2018.

Event description:
The consumer claimed that she used the device for two days, but it was painful. She stated that after two days she stopped using the device because her nipples where damaged and bleeding. She specified that she then visited a lactation doctor who said she has breast inflammation and perscribed her paracetamol for the pain.

Manufacturer narrative:
Pain, bruises including bleeding on the nipples are known side effects of natural breast feeding and are also known side effects of using a breast pump. The device has been designed according to safety standards and is safe to use when used according to the dfu. We have requested the device for analysis.

Event description:
The consumer claimed that she used the device for two days, but it was painful. She stated that after two days she stopped using the device because her nipples where damaged and bleeding. She specified that she then visited a lactation doctor who said she has breast inflammation and prescribed her paracetamol for the pain.

Manufacturer narrative:
Pain, bruises including bleeding on the nipples are known side effects of natural breast feeding and are also known side effects of using a breast pump. The device has been designed according to safety standards and is safe to use when used according to the dfu. We have requested the device for analysis. Additional narrative supplemental submission september 27, 2018: upon further review of the case what was originally referred to as inflammation of the breast has been replaced by infection based on the consumers complaint. Originally indicated that the device appeared to be in good condition and is performing according to specification. Pain and bruises on the nipples are a known side effect of natural breast feeding and is also a known side effect of using breast pumps. Breast infection is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump.

Event description:
The consumer claimed that she used the device for two days, but it was painful. She stated that after two days she stopped using the device because her nipples where damaged and bleeding. She specified that she then visited a lactation doctor who said she has breast inflammation and prescribed her paracetamol for the pain.